Event description:
Spontaneous. Pt's husband reports pt only has 2 cassettes on hand for IV veletri. Pt is using 1 cassette today (B)(6) 2022 and will use other cassette tomorrow (B)(6) 2022. Pt added to conversation, states that from the last order of cassettes received, all were defective except for 1 cassette. Pt states cassettes failed early, meaning pt had to change cassette earlier than usual because the cassette fails. Per dispensing system, pharmacy last dispensed patient 7 cassettes on (B)(6) 2022. Pt was unable to provide any lot numbers for the defective cassettes because cassettes have been thrown out and trash was already taken away. Pt is currently infusing veletri with no issues and did not have any interruption in therapy. No further information is available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes;p did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.